Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and 1st degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 325 mg of aspirin. An isleeve introducer was placed and then the native aortic valve was treated balloon aortic valvuloplasty(bav),according to the instructions for use(IFU) and subsequent deployment the 25 mm lotus edge valve into the proper anatomical location. On the same day as index procedure, the subject developed lbbb. No diagnostic test/procedure was performed for the event. Tvp (temporary transvenous pacing) was placed to treat the event. On the same day as index procedure, during electrophysiology study, the subject was noted with 1st degree av block. No action was taken for the av block. Two days post index procedure, the event of av block was considered recovered. At the time of reporting, the event of left bundle branch block was considered recovering. Three days post index procedure, the subject was discharged from the hospital.